Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 424 mg/dl. Customer's other blood glucose value was unknown. Customer also had blank screen. The device was expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to electrical board unable to confirm unexpected battery power loss due to blank display.